Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient presented 3 months after the implant was placed oozing pus due to occlusion and with an infection, for which the doctor proceeded to explant. In (B)(6) 2020 another implant was placed. Tooth position: 46.